Manufacturer narrative:
On 15-nov-2023, the photo analysis was completed. Device investigation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, chars were observed in electrodes of three splines. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified ablation procedure with a octaray, galaxy, 48p, 2-5-2-5-2, d-curve and post procedure the medical team identified char on the splines. The octaray was used following the IFU (instructions for use). Total ablation time approximately 90 mins and rf (radiofrequency) energy was delivered in 35w. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).